Manufacturer narrative:
(B)(4). Batch #: n91f9c: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for: "release pressure on blade ". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a roux-and-y gastric bypass procedure, the generator gave an orange screen halfway in the operation with message "release pressure on blade " the rep tried to perform a few trouble shooting steps with the surgeon as per the instructions on the generator, but the message would not go away and the device would no longer function. The surgeon could therefore no longer continue with the operation. In order for the surgeon to complete the operation , the rep opened another harmonic device. Another like harmonic was opened since this was the only device available at the hospital to complete the operation. There was no bleeding involved at the time as the doctor was drilling a hole into the small intestine. There were no adverse consequences for the patient reported.